Event description:
A report received from the USA stated an 840 ventilator experienced a blank display. There was no reported patient involvement. The date of the event is unknown.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and replaced the touch-frame. The unit ran and passed all calibrations, the extended self-test (est), short self-test (sst) and the performance verification test (pvt). Unit tests to specification. Covidien ref: (B)(4).